Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin squirted out of the insulin pump's tubing during manual prime. The customer¿s blood glucose was 216 mg/dl at the time of the incident. During troubleshooting, insulin did exit the out of the tubing. Assisted customer to check alarm settings and found no alarms. Advised customer that this problem will only occur during the reservoir and tubing process. Insulin pump may not have responded to the occlusion properly. The customer indicated the drive support cap was normal/protruded/loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.